Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in emergency room due to low blood glucose on any unknown date. Blood glucose at the time of event was between 30 to 40 mg/dl. The blood glucose level at the time of call was 91 mg/dl. Customer treated the low blood glucose event with glucose. Customer did not experience had as symptoms of low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at the time of incident. Customer stated that the insulin pump stopped working. Customer could not read anything on the insulin pump. Customer stated that the insulin pump was reading change sensor. No further patient complications were reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.